Manufacturer narrative:
H6 investigation summary: this complaint is for mis ID when using phoenix panel nmic/ID-307 (449289) batch number unknown. The customer did not provide panel returns, isolates or lab reports for the investigation. After multiple attempts of contact to acquire the batch number with no response, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. See h.10.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentification occurred. The following information was provided by the initial reporter: customer reported a misidentification. No other details provided. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details not provided. Awaiting follow up.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentification occurred. The following information was provided by the initial reporter: customer reported a misidentification. No other details provided. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details not provided. Awaiting follow up.